Event description:
The physician pulled the distal trigger wire to release the distal part of the zfen-d-* and the wire broke at the white ring.

Manufacturer narrative:
No part of the device was returned for evaluation despite several requests for the delivery system to be returned. No imaging was supplied to assist the investigation. The following additional information received: the device was inspected prior to use. Vessel calcification was age appropriate but not severe. Not tortious vessels. Anticoagulation during the procedure with heparin. The patient outcome was very good. No additional procedures were required. The sales representative was present for the case. No part of the procedure was performed off-label or out of the patient selection criteria. The graft was not altered in any way prior to implant. There was no requirement to rotate the delivery system whilst tracking into the patient¿s anatomy. The trigger wire was released by removing the safety lock from the white trigger-wire release mechanism and withdrawing and removing the white trigger-wire release mechanism. The physician was able to land the device in the planned target zone. There were no difficulties with the top cap removal. Review of the device history record (DHR) for the product lot ac1124718 and the sub assembly work orders found that they appear complete and correct. The associated inspection records confirmed that the device appears to have been manufactured to specification. There were no non-conformances raised or temporary deviations in place at the time of manufacture. Review of the device master record (dmr) found that there are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided evidence and the completed investigation, a definitive root cause could not be determined; however, it is possible that the grub screw was not inserted far enough to hold the wire. The manufacturing department was notified of this occurrence.

Event description:
The physician pulled the distal trigger wire to release the distal part of the zfen-d-* and the wire broke at the white ring.